Event description:
A healthcare facility in (B)(6) reported that the bc 2745-20 cannula was disconnected from the cannula part. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint bc2745-20 cannula was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the additional information provided by the hospital. Results: upon requesting further information the hospital reported that the left side cannula tube was detached from the nasal interface. A lot check revealed no other complaints for lot number 120428. Conclusion: without the return of the compliant device we are unable to determine the root cause of the problem reported by the hospital. However it is possible that the tube did not properly bond to the nasal interface or the bonding agent was not sufficiently applied to the tubing. The bc2745-20 is a supplied product and the supplier has been informed of this complaint.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the bc 2745-20 cannula was disconnected from the cannula part. No patient consequence was reported.